Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. (B)(4).

Event description:
The customer reported that the micron filter in the gravity non-vented blood set collapsed when administrating blood quickly with a unspecified syringe. The event occurred in the CT (cardiothoracic) or. Received a copy of the customer's medsun report from the FDA which states "the filter on the carefusion gravity blood tubing 42081e collapses when using a syringe method to quickly administer blood during cardiac surgery. And the drip chamber is difficult to fill causing air to get into the line if administering blood emergently¿

Event description:
The customer reported that the micron filter in the gravity non-vented blood set collapsed when administrating blood quickly with a unspecified syringe. The event occurred in the CT (cardiothoracic) or. Although requested, no additional information about the patient, or event provided. Received a copy of the customer's medsun report from the FDA which states "the filter on the carefusion gravity blood tubing 42081e collapses when using a syringe method to quickly administer blood during cardiac surgery. And the drip chamber is difficult to fill causing air to get into the line if administering blood emergently¿.